Event description:
It was reported that an occlusion alarm was triggered, but the specific alarm number could not be verified. There was no reported impact to the customer¿s blood glucose level. The customer reverted to manual dose injection for insulin therapy.